Manufacturer narrative:
During an inspection carried out by an arjo representative, it was confirmed that this failure was caused by a hinge breakage into two half on one side of the bed. As a consequence of the backrest collapse, the second hinge on the other side of the bed loosened, the middle section of the bed¿s frame bent, the backrest actuator and gas spring got damaged. Arjo technician decided to permanently remove this bed from use. To sum up, the device was used for the patient treatment when the failure occurred. Arjo device failed to meet its manufacturer specification since the backrest collapsed due to the hinge disconnection. It was decided to report this complaint to the competent authority as the backrest collapsed during use with the patient.

Event description:
It was reported to arjo by the end user that when a nurse was trying to raise the backrest, a bed made a loud popping sound, and the backrest section collapsed. There was no injury reported. The facility staff placed the patient on another bed, and the defective one was removed from use.